Event description:
A patient admitted to an acute surgical inpatient unit was found unresponsive by physician, cold to touch. A code blue resuscitation response was activated during which an attempt to pull the cardiopulmonary resuscitation (CPR) lever on a hill-rom bed equipped with a hercules bed repositioner failed to lay the bed flat (unable to lower below 20 degrees). This was reported to have possibly impacted the ability to activate the CPR mode on the bed. ¿excessive time off chest¿ was reported and intermittent compressions were correlated to the placement of the lucas device, which was subsequently removed and replaced with manual compression. Despite resuscitation efforts, the patient expired. Manufacturer response for patient transfer aid, patient repositioner (per site reporter). Modify mattresses (cut out foam) to allow device to lay flat on top of mattress or move patient to floor for CPR.